Event description:
During a lead revision procedure, the pt experienced pain and jumped, hitting a surgical tool. The pt reported lower extremity paralysis which resolved after surgery. The surgeon believes the pt suffered a contusion. The pt reported that she had a burning sensation around her spinal cord. The pt's system was explanted.